Event description:
It was reported that the patient's right heart failure did not exist prior to left ventricular assist device (lvad) implant. It was thought that the speed of the lvad may have been a contributing factor to the patient's right heart failure. Additionally, it was reported that the patient's altered mental status was likely in the setting of hypoperfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, right heart failure and other neurological dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia and neurologic dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Furthermore, a specific cause for the event could not be conclusively determined. The submitted controller event log file contained data from 22jun2021 to 24jun2021. Transient low flow fault flags that did not last long enough to result in alarms were captured on 24jun2021. No other notable findings were captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought into the emergency department by ambulance. The patient presented with an altered mental status and ventricular tachycardia (vt). Review of the patient's log files showed a significant drop in flow at 7:11 am on (B)(6) 2021. This event lasted for about 12 seconds before the flow returned to baseline value. The vt that the patient was experiencing was identified as the cause of the low flow alarm. The patient had not been experiencing arrhythmia prior to left ventricular assist device (lvad) implant, and was placed with an implantable cardioverter defibrillator (ICD). The pumps speed was reduced as there was evidence of right ventricular failure. No other unusual events were seen within the log files and the equipment was found to be operating as intended. The patient was stable and at home.